Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh). The sample initially resulted as 0.175 miu/ml. The patient's results had never been that low before, so the sample was repeated. The sample was repeated on a different e601 analyzer, resulting as 1.68 miu/ml. The sample was then repeated on the original e601 analyzer, resulting as 1.69 miu/ml. The erroneous result did not reach the physician. The patient was not adversely affected. The tsh reagent lot number was 18294201. The reagent expiration date was asked for, but not provided. Preliminary investigations have determined that a reagent issue can most likely be excluded. A sample handling issue is possible since centrifugation conditions were found to be inappropriate.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A reagent issue can most likely be excluded. There was no evidence of an instrument related issue. It was also determined that the centrifugation of the sample was inappropriate.